Event description:
Pt had a synchromed infusion pump implanted in 1999 for the treatment of spasticity. Hcp reported that the pt had the device explanted due to infection. Unable to get more info despite repeated attempts to reach the hcp.